Event description:
Four month post-implant of an aortic connector, cardiac catheterization demonstrated the left circumflex artery contained a proximal bend (kink?) With a 50-50% stenosis and a 70-75% lesion (kink?) Prior to the distal anastomosis, which was patent. The connector graft to the first obtuse marginal (om1) contained 60% ostial narrowing and the distal anastomosis was patent with excellent run-off. Ptca/stenting of the ostium and proximal segment of the connector graft to the omi was performed. Approx 1 year following the initial intervention, cardiac catheterization demonstrated the left circumflex artery had a proximal bend at the ostium, a sharp bend further down the grat, 99% stnosis. And a 120 kink from a pre-existing graft. The connector graft to the omi1 was occluded at the ostium although the distal graft appeared to be patient. Ptca/stenting of the mid-segment of the om branch was performed.